Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was noted that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. There was some mobility of the leaflet within the first clip. The mobility was considered limited relative to the tip of the clip arms and was well inserted on the leaflets. A second clip was implanted lateral to the first to further reduce the mr. The second clip targeted remaining pathology and further immobilized the leaflets. The clip was stable in all views and the mr was reduced to grade 1-2. The device functioned as intended. On (B)(6) 2024, a transesophageal echocardiogram (tee) displayed a single leaflet device attachment (slda) of one of the clips. The anterior leaflet was detached and the mr was recurrent and severe. The patient was admitted for symptoms of heart failure. On (B)(6) 2024 a second procedure was performed to stabilize the slda clip. It was noted that imaging was challenging and the leaflet integrity was suboptimal. A grasp was achieved lateral to the slda clip with an xt mitraclip and there was no impact on the mr. Therefore the clip was opened, inverted, and pulled back into the left atrium. The plan was to then attempt to place the xt clip either between the two existing clips or medial (as there was a large jet). The patient's oxygen had dropped. A bi-directional shunt across the atrial septal defect (asd) was observed. The plan was to remove the cds and sgc and place an abbott amplatzer asd closure device at the septum. Once placed, oxygen levels went from 73% to 97%. The patient will be considered for surgery to have their valve replaced. No further information at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. The hypoxia appears to be a cascading effect of the perforation. Perforation and hypoxia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was noted that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. There was some mobility of the leaflet within the first clip. The mobility was considered limited relative to the tip of the clip arms and was well inserted on the leaflets. A second clip was implanted lateral to the first to further reduce the mr. The second clip targeted remaining pathology and further immobilized the leaflets. The clip was stable in all views and the mr was reduced to grade 1-2. The device functioned as intended. On (B)(6) 2024, a transesophageal echocardiogram (tee) displayed a single leaflet device attachment (slda) of one of the clips. The anterior leaflet was detached and the mr was recurrent and severe. The patient was admitted for symptoms of heart failure. On (B)(6) 2024 a second procedure was performed to stabilize the slda clip. It was noted that imaging was challenging and the leaflet integrity was suboptimal. A grasp was achieved lateral to the slda clip with an xt mitraclip and there was no impact on the mr. Therefore the clip was opened, inverted, and pulled back into the left atrium. The plan was to then attempt to place the xt clip either between the two existing clips or medial (as there was a large jet). The patient's oxygen had dropped. A bi-directional shunt across the atrial septal defect (asd) was observed. The plan was to remove the cds and sgc and place an abbott amplatzer asd closure device at the septum. Once placed, oxygen levels went from 73% to 97%. The patient will be considered for surgery to have their valve replaced.